Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter. Additional observation(s) related to customer reported complaint: the instrument was found to have a grip ring screw dislodged. The grip ring screw was found attached to the magnet inside the housing. As a result of the grip ring screw being dislodged the grip ring was dislodged. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the vessel sealer extend jaws would not open after being introduced to the cannula. The instrument was not used on tissue and there was no patient harm. The user was completing the procedure as planned using a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.